Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during dwell two of peritoneal dialysis therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the evaluation is complete. Service and event history reviews were performed with nothing found that would cause or contribute to the reported problem. External and internal inspections were performed with no issues found. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the rite electrical test, but failed the rite functional test due to a failed display verification for no display. Sample analysis found a poorly seated ic u26 on the digital printed circuit board (pcb); when adequately seated, the device passed simulated therapy testing with no issues. Upon completion of the investigation, the reported issue was verified via the sample analysis, and the cause was identified to be the poorly seated ic u26 on the digital pcb. The device was sent to servicing, where the digital pcb processors will be reworked. Should additional relevant information become available, a supplemental report will be submitted.